Event description:
User's lower left leg calf area near ankle is hitting the left caster housing bolts on inside frame when foot propelling and using left foot to push or turn. This contact has contributed to a cut in the skin and he has developed a skin infection and is receiving unspecified medical care. While there does not appear to be any design, manufacturing, or assembly malfunctions contributing to the cause of this injury and the product is operating as intended, this case is being filed out of an abundance of caution due to the nature of the injury. Due to the lack of identified malfunction of the product, no further follow-up is planned and sunrise medical considers this case closed. All complaints will continue to be trended for potential future evaluation or actions (as required per sunrise policies).